Manufacturer narrative:
Device history record, in particular review of raw material lot, did not indicate any abnormalities. Visual examination of device indicated that heat shrink was correctly processed during production. Hypotube within handle was kinked, indicating excessive force during use. Only reported device malfunction of this type ¿ spiration will continue to monitor for any trends.

Manufacturer narrative:
A one inch plastic piece of pebax heatshrink came off the needle and was left in the patient at the end of the procedure. The physician saw the piece in patient¿s airway and removed it with forceps. There was no patient injury. The procedure was completed with another needle. Investigation into root cause is ongoing.

Event description:
One inch piece of heat shrink came off the needle and stayed in the patient. They were able to retrieve the heat shrink with no patient injury. The procedure was completed using another needle.